Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: articuleze m head 36mm +12 hip femoral head; pinnacle mtl ins neut 36idx56od hip acetabular liner; pinnacle sector ii cup 56mm hip acetabular cup; unknown hip femoral stem; pinn can bone screw 6.5mmx15mm hip acetabular screw. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
Pfs and medical records received. Revision operative notes indicated a loose and malpositioned cup, anterior and posterior acetabular fractures, metallosis, inflammation, and dislocation. Update ad 27 april 2018: (B)(4) has been reopened under (B)(4) due to receipt of ppf and sticker sheets.  In addition to what were previously alleged, pff alleges pseudotumor and metal wear/metallosis. Product/lot numbers were provided in the sticker sheets. Updated patient codes. The screw was added in the impacted products because the cup was removed during the revision surgery. Doi: (B)(6) 2006 - (B)(6) 2012; (left hip).

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.